Event description:
It was reported that the insulin pump alarmed battery out limit despite new batteries. No further information provided.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked joint connector on lcd board. Battery out of limit alarm anomaly was not verified due to no button response. The device had cracked case on the bottom right side at display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).